Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: aa3424 mfg. Date: 06/01/2015, exp.: 05/31/2020. Aa6501 mfg. Date: 06/01/2015, exp.: 05/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: how many sutures broke during the procedure? Many threads broke in the knot during some procedures and outside of procedures only using the hands to test the suture. There was no quantitative counting. The synergy form stated that the quantity involved in 480. Are 480 sutures being returned for evaluation? The sample was sent on 28/apr/2016. What was the name of the procedure? Sales rep. Is unable to track the name all procedures. Was there any damage to the tissue? Besides of the necessity of doing a new closure using other thread, there was no tissue damage. Representative samples were received for evaluation. Visual and functional examinations were performed and samples met the specified quality requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and suture was used. The suture broke easily while tying knot. There were no adverse patient consequences reported.